Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Reportedly, the customer was using the infusion set for 5 days, reusing supplies and using cold insulin. Tandem clinical support educated the customer to not reuse supplies, to always use room temperature insulin, and that the infusion set is approved for 2 days of use with lispro insulin. Customer changed pump supplies to address the issue. Customer¿s blood glucose (bg) level was intermittently displayed as "high"; however, specific value was not provided. Elevated bg was addressed by a correction bolus via the pump or a manual insulin injection.